Manufacturer narrative:
N/a.

Event description:
Patient had a battery change on (B)(6) 2024. Envoy medical corp. (Emc) was notified on aug 22, 2024, that the surgeon had encountered scar tissue that had to be cut to perform the battery change, and that afterward, the patient reported constant feedback that could not be resolved through programming. An esteem diagnostic test was performed, and the result was out of range, indicating the possibility of an issue with the transducers. An envoygram was within range, suggesting that the driver was performing normally, but the site was unable to perform sensor diagnostics at the time. The surgeon performed a revision on (B)(6) 2025 and found that the sensor lead had been cut during the previous battery change. Patient was implanted with a new battery and sensor. Patient/clinical history with emc: on (B)(6)2006 : implant, on (B)(6) 2006 : 2-month activation, on (B)(6)2008 : battery change, on (B)(6) 2012 : battery replacement, on (B)(6) 2012 : fitting, on (B)(6) 2012 : fitting, on (B)(6) 2013 : fitting, on (B)(6) 2014 : fitting, on (B)(6) 2015 : fitting, on (B)(6) 2016 : battery change, on (B)(6) 2017: fitting and clinical support, on (B)(6) 2020 : battery change, on (B)(6) 2023 : fitting, on (B)(6) 2024 : battery change, on (B)(6) 2024 : post-bc commander update, on (B)(6) 2024 : post bc diagnostics and commander check, on (B)(6) 2025 : transmastoid revision.